Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that results were not satisfactory after a refractive laser treatment. An overcorrection was noted with the cylinder portion of the prescription. Additional information has been requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. During onsite visit after this event, preventive maintenance was performed. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
A doctor reported that results were not satisfactory after a refractive laser treatment. An overcorrection was noted with the cylinder portion of the prescription. Upon follow up, technician reported that the problem has been solved.